Event description:
This initial case, reported by consumer, who contacted the co to report a prod complaint with add'l info reported by the same consumer rptr, concerns male of unspecified age and origin. The pt's medical history and concomitant medications were not provided. On an unspecified date, the pt first rec'd human insulin isophane suspension (humulin n) and human regular insulin (humulin r) (lot #s were not obtained) via two separate humapen ergo burgundy/clear pens, for treatment of diabetes. He began using humulin n and humulin r along with humapen ergo devices ten yrs ago (1997). He began using these particular humapen devices in 2007. He stated that the button was skipping, and that he was not sure he was getting his insulin. On an unreported date after beginning use of the humapen ergo devices, his sugars were running a little low (no values were provided.) The status of the event was unk. The humulin n and humulin r were continued. In an add'l report rec'd 23 nov 2007, it was reported that the pt noticed that the pen was skipping and attempted to give more than one dose and tested his blood sugar levels at that time. He consumed extra sugar/food and required help from his spouse and emergency personnel. Neither glucagon or IV medications were required. This humulin n and humulin r case contained a prod complaint suspect device (lot # 406a04) and a prod complaint suspect device (lot # 0608a02). The pt was the operator of both humapen ergo burgundy/clear pens. He was a trained user of the general device and problem devices for approx one mo. The humapen devices were both stored at room temp and primed before every injection. The return of both devices was not anticipated. In a f/u report from 23nov2007, the rptr provided the lot # of humulin n cartridge as a181899. Update 15oct07: add'l info was rec'd from the pharmacist 04oct07 stating that the devices will not be returned as he had misplaced the envelope. Update 03dec2007: add'l info was rec'd from the initial rptr on 23nov2007: added length of treatment with insulins and type of pens, added lot # of humulin n, priming before each use, eating extra food/sugar, and required help from spouse and emergency personnel. Update 06-feb-2008: upon internal review of info rec'd 23-nov-2007, added f/u date of the same day marked significant for device. Corrected most significant device adverse event category field for both humapen ergo prods. Update 06-feb-08: add'l info dated 06-feb-2008 retrieved from lilly global prod complaint database. Added lss analysis summaries for both humapen ergo prods. Amended lot #s and EU/ca device fields.

Manufacturer narrative:
If device is returned, eval will be performed to determine if a malfunction has occurred. This report is associated with 1819470-2008-00004, since there is more than one device implicated. Note: this report includes final eval findings. No add'l info is expected. Five unsuccessful attempts were made to retrieve the complaint device (lot 0608a02, mfg august 2006). Thus, the user's complaint, device not working could not be confirmed. Malfunction unk. There is no evidence of improper use or storage.